Event description:
In 2005, nellcor puritan bennett received a report from a biomedical engineer regarding a patient demise. The biomedical engineer received a report that an n20pe handheld purse oximeter was being used for spot check measurement of spo2. The biomedical engineer stated that the report claimed the device was picking up low readings prior to the event. The biomedical engineer stated that the n20 did not contribute to the patient's death, and that the cause of the patient's death was attributed to his pulmonary embolism.

Manufacturer narrative:
The reported complaint of low readings was not confirmed. Evaluation of the unit was performed and a different failure associated with the printer assembly was verified.